Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the device (hemostar) was implanted (B)(6) 2012. During removal cuff separated from the catheter and remained in the patient.